Manufacturer narrative:
The programmer display was confirmed to have unresponsive ares. The display overlay was replaced, and the stylus was calibrated to the display. The fan was confirmed to be noisy and was replaced. The keyboard was confirmed to be broken and was replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive areas. It was further reported that the programmer's fan was noisy. It was further reported that the programmer's keyboard was broken. The programmer was returned for service. There was no patient involvement.